Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call that the device sticker came off due to the device got too hot and melted the sticker. Customer's blood glucose was unknown. Customer mentioned the motor would burn her. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test and unexpected restart error tests. No motor burns were noted. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was monitored and tested with no burn or hot battery noted. The pump was received with a cracked battery tube thread, a cracked reservoir tube lip, a missing end cap sticker, a peeling address/serial number label and minor scratches on the display window.